Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found that the dso seal was damaged. The root cause is unknown. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there was a defective device. There was unknown patient involvement and unknown patient harm/adverse event reported. Investigation findings found that the device had a damaged dso (downstream occlusion) seal.